Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the sensor electrode was missing for 2 sensors. The customer's blood glucose was 162 mg/dl at the time of incident. Troubleshooting found that the customer removed the sensor after use, but there was nothing against their body. Customer indicated that the sensor is probably not in their body. Customer was advised on proper insertion technique and that the sensor would be replaced and to return the product for analysis.

Manufacturer narrative:
A visual inspection of one opened and used enlite found the sensor cannula bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.